Event description:
The customer reported that the system displays intermittent iris pot and temp sensor failure errors upon boot-up. No patient injury was reported.

Manufacturer narrative:
(B)(4). The ge service rep inspected the system. All workstation and mainframe dc voltages checked good. All connectors and pcb's checked for proper seating. He replaced the high voltage cable assembly, temp sensor failure error corrected. He also replaced technique processor pcb, corrected intermittent mainframe no boot condition. The rep performed collimator calibration, intermittent iris pot error not corrected. He also replaced the collimator, intermittent iris pot error corrected. The system is operating as intended.